Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable clamp tubing alarm. It was also reported that pump was silenced, reviewed settings and powered pump off, removed cassette, gently tapped to disperse air bubbles in the line, then replaced cassette and powered pump on. But the pump continued to alarm. No patient consequences were reported. No adverse effects were reported.